Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting premature battery depletion. The device was evaluated using current programmed parameter settings and therapy history. It remains implanted.